Manufacturer narrative:
Initial reporter facility name - (B)(6). Device evaluated by MFR: promus premier ous mr 8 x 4.00 stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts through the mid-section of the stent appear slightly flattened. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no signs of damage. The device tracked without issues on a 0.0140 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-nov-2020. It was reported that advancing difficulties were encountered. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. An 8 x 4.00 promus premier drug-eluting stent had difficulty advancing even after multiple attempts. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.